Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. The product's lot number could not be obtained; therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
At the end of an atrial fibrillation pfa procedure, during vessel closure, the physician noted that there was a lot of bleed back from the sheath. The physician said that the valve had likely broken as he had also observed bubbles when aspirating after hd grid x insertion in the sheath for the pre and post map. The procedure was completed as is, with no adverse consequences.